Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) with vital signs absent, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence that the shock button was ever pressed by the user after the charge button was pressed. The log indicates that the user presses the charge button; then the device is disarmed 3 seconds later due to a new energy selection. There is no evidence of a device malfunction. No trend is associated with reports of this type.